Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016: the distributor was able to speak with the patient and reported back on (B)(6) 2016 with the following information regarding the adverse event. The patient reportedly had blood glucose reading of 540 mg/dl with extreme drowsiness and unspecified level of ketones. It was reported that the patient was treated with insulin injection via pen provided by the medical personnel at the hospital. Allegedly, the patient received a replacement pump while at the hospital, resumed pump therapy and was discharged from the hospital on the same day. The patient allegedly had high blood glucose the week before and when the ¿strange¿ noise happened with the pump they assume that this was the reason for the blood glucose excursion.

Manufacturer narrative:
Follow-up #2: date of submission 02/09/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged ¿strange motor noise¿ issue was not duplicated. Review of the black box data showed that the pump was manually suspended three times on the event date. Delivery was resumed about half an hour later except for the last suspension which was never resumed. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any ¿strange noise¿. Pump casing was opened and no evidence of moisture intrusion or loose components was found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had high blood glucose reading and emergency service was initiated. Allegedly, the patient was treated with unspecified treatments provided by the medical personnel at the hospital. No information was provided regarding any bg reading, associated symptoms, or the patient's pump status. It was reported that on the event date, there was a motor issue with the pump. Allegedly, the pump made a "strange" noise during the load step. No additional detail was provided regarding the issue with the pump motor. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump motor issue of unknown causes.